Manufacturer narrative:
Continuation of d10: product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2023, product type lead. Product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the reprogramming was required to address the loss of stimulation and return of pain. It was unknown why the issue occurred in the first place. Reprogramming was completed on (B)(6) 2024. On (B)(6) 2024 the patient stated the system had been working well and the pain was covered. The patient was not planning to get x-ray taken. The issue was resolved.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). Patient requested reprogramming due to reported loss of stimulation to left leg and return of pain. During reprogramming session, rep was unable to obtain coverage to left leg despite testing on each electrode on each lead. Patient stated they had a fall about 2 months ago and noticed the change around then. Lead connection check all green and lead impedance check all green and within normal limits. This was discussed with patient¿s provider. Provider ordered image to check current lead position. Patient has a follow up appointment (B)(6) 2024 and rep plans to be at this appointment. The issue was not yet resolved and is ongoing, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.